Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarms from the insulin pump. The customer's blood glucose reading was 90 mg/dl. The customer stated that she woke up and received a no delivery alarm. The customer's blood glucose reading during the time of the alarm was 420 mg/dl. The customer corrected with a bolus and set change. The customer stated that the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs to troubleshoot.